Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a right side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Use error: unable to observe as the event of use error was used for reimplanting the device. Additional observations: crease flat observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported a right side capsular contracture, baker grade unknown. Healthcare professional confirmed right side baker grade IV. Healthcare professional additionally reported "the implant was removed. A capsulectomy was performed. Hemostasis was obtained. The implant was placed back." Device remains implanted.